Manufacturer narrative:
The investigation confirmed the reported power elevations via the submitted system controller log file. The log file contained approximately 12 days of data ((B)(6) 2017 per time stamp). Throughout the log file the power fluctuated, the power elevations did not affect pump operation or cause any alarms. A root cause for the elevated power was not conclusively determined through this investigation. The patient remains ongoing on vad support with no further reported issues. No product available for investigation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2017-01381. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 75 days. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase (ldh) level was 1248 u/l with a baseline range of 338-610 u/l. The average pump power was 9-8w with a maximum elevation of 13.1w. Review of log files by the manufacturer's technical services representative found the pump powers were consistent with the set pump speed and elevated as expected in association with pulsatility index events. The pump appeared to be operating as expected. Additional information was requested but was mot provided.